Event description:
During an esophagogastroduodenoscopy (egd) for a stomach ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that the user attempted to press the red button multiple times but there was no powder coming out [unable to spray-subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a yellow plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only 1 catheter was returned). The returned catheter was still connected to the device nozzle. It was noted to be free of powder build up or discoloration; however, the distal end of the catheter has been cut (evident by the now angled distal tip and missing distal text), and a compressed area of the catheter was noted 35.0cm from the proximal end. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Loose powder was noted on the exterior of the returned components and in the tray. A build up of powder was noted within the device nozzle. When tested as returned the device did not spray. A thin metal cannula was inserted into the nozzle in an attempt to break up any possible occlusions in the nozzle, this was not successful in getting the product to spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device did not spray as intended. The handle was disassembled, and the tubes were disconnected for removal of any powder. A significant amount of loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. Loose powder without clumps was also present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center downtube and cannula found them to be unobstructed. An inspection of the diffuser plate found it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for the report of unable to spray was an internal clog within the device due to a build up of powder. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Additionally, the catheter was noted to have been cut. The instructions for use notes: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the condition of the returned device indicating that the returned catheter has been cut, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.